Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) and high chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems on one day and erratic na and cl results produced on another day. The results were not reported out of the lab. The original samples were re-tested and repeated results were in different ranges. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 24 hours followed by a qc run. Prior to the event, na and cl results were within the lab's established ranges. While troubleshooting with hotline, the customer noticed chunks of red debris on the modular chemistries (mc) collar wash. Under the direction of hotline, the collar wash, the cap piercer blade and wick were replaced. Although hardware issues were addressed, a clear root cause for this event has not been determined.